Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a previous attempt to extract the left ventricular (lv) lead was unsuccessful, therefore, the lead was capped and replaced with a different lv lead. No patient complications have been reported as a result of this event.